Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Onset date of reported symptoms ( incontinence, pain, inflammation and utis) from index procedure ((B)(6) 2002)? Has incontinence changed from pre-surgery condition? What type of incontinence, urge or stress incontinence? Is incontinence worse, better, or returned to the same? What medical intervention was given for current symptoms? Results? If reoperation was performed please provide date and surgical findings? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2002 and the mesh was implanted. The patient is experiencing chronic urethral pain, uti symptoms, severe widespread inflammatory arthritis, pain with intercourse and further urinary incontinence. Additional information has been requested.